Event description:
Pt foley catheter was leaking when rn went into room. The foley balloon was checked and foley was flushed with no issues. Pt changed and flush returned in foley. Pt left for approx. 30 minutes and when rn went back to check foley had leaked again. Pt resp status was not tolerating well and pt was being laid down repeatedly to change incontinence pad. ICU rn said that she had had about four people call in over the night and say the same thing happen throughout the valley in all ICU's .